Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with acute lvad alarms and pump stops in the setting of international normalized ratio (inr) 1.5 and lactic acid dehydrogenase (ldh) 12.7. Lvad was electively stopped shortly after admission. Patient was supported in the ICU and presented to the or the following day for device exchange. In the operating room, left ventricular recovery was observed, so surgery was delayed for further evaluation of plan of care given his burden of chronic multi drug resistant infection. Pt was taken to operating room for complete device removal (all hardware removed).